Event description:
Within 2 months in 2002, the patient was seen at the implant center for reports of frequent alarms and intermittent lock. The family member reported that the patient hit their head on the implant side after implant surgery and prior to initial stimulation (specific date unknown). After an evaluation the next month, there were no further reported problems. The following month, the company was notified that revision surgery was scheduled to remove this device.